Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same date as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm every 4th day, ongoing) and amikacin injection (125mg once a day, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported on an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.